Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed a pulse test and was displaying a service code 105 (pulse test relay stuck) and a service code 204 (belt/monitor unusable). The cause for the service code 105 was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The cause for the service code 204 was a shorted u409 processor on the computer/analog board. The root cause for the shorted igtbs and the shorted u409 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code.